Event description:
It was reported that cartridge alarms occurred during insulin delivery. Reportedly, the customer jumped into a pool with pump. Additionally, it was reported that a cartridge change error occurred. Customer reverted to manual injections for insulin therapy. Customer's blood glucose level was 158 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.